Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. Caller stated that customer was in ICU. Medical staff informed her not to use the insulin pump because of malfunction. The insulin pump was not delivering insulin. Nothing further reported.